Event description:
The advocate stated the customer tested his blood glucose and received a reading of 348 mg/dl from his contour meter. He retested using another meter and received a reading of 168 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the customer's test strips for eval. Replacement test strips were sent to the customer.